Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. The customer's blood glucose level was 152 mg/dl. Reportedly, the pump turned on after connection to a power source. The customer reloaded the existing cartridge and resumed insulin delivery.